Event description:
No blood glucose levels reported. It was reported that the insulin pump was physically damaged. It was also reported that the insulin pump had a failed battery test alarm. No additional information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. Failed battery test alarm noted due to corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).